Event description:
It was reported that the device cut, but did not lay a staple line. The customer used another like device to complete the case with no patient consequence. The device is available for analysis.

Manufacturer narrative:
Information anticipated, but unavailable at this time.